Event description:
Patient was injured 10/21/1991. Had an anterior cervical disc fusion in 1992 and 1996. Surgery on 10/03/1997 was anterior cervical disc fusion c4-5 using right iliac crest bone graft and synthes cervical locking set plate and screws. Patient discharge instructions were to wear neck collar 4 to 12 weeks postop. Not to drive for 3 to 4 weeks, no vacuuming, mowing for 3 months and no heavy lifting. Because of failure to improve with conservative therapy, persistent pain disability and incapacity. Patient was admitted for surgery. Removal of device revealed right inferior c5 screw head was fractured as well as left screw. Bone graft was intact.